Manufacturer narrative:
.

Event description:
It was reported that during an unspecified stone retrieval procedure, sheath retraction difficulties were encountered. The location of the stone is unknown. Upon advancing the stone cone 3fr stone retrieval basket to the stone, the sheath was unable to move. It was noted that the distal tip of the device was covered with a blue sheath. The device was removed and the procedure was successfully completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "good".